Event description:
03may2023: (B)(4): investigation completed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient experienced pain located at the ipg site. As such, surgical intervention occurred to address the issue where the ipg was explanted and replaced. Reportedly, the discomfort has resolved.